Event description:
It was reported that one week post implant, the device was interrogated and there were no diagnostics. Implant detect was turned off manually. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).